Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had broken force sensor was detected during seating or regular delivery. Customer¿s blood glucose level was 111 mg/dl at the time of the incident. The customer went swimming and the pump says critical pump failure. Customer states pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.